Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Please provide the procedure in which the device was used. Open anterior resection. 2. How was the procedure completed? Surgeon used manual suturing to complete the procedure. 3. Is the current patient status known? Already discharged from hospital. 4. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a open anterior resection, the contour (cs40g) have been used but the reload popped out during firing and cause incomplete staple line. Surgeon used manual suturing to complete after that. There was no reported impact to patient but take extra 2 hour to complete the surgery.